Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The updated describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the burnt humidifier-based cable was found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, operator of the device, operator of device - other are updated in this follow-up. In box g: report source, report source - other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.

Manufacturer narrative:
Correction to the previously reported information: a device was returned to a third party service center for foam replacement per field action c&r 2021-05/06-a. During evaluation at the service center, a burnt humidifier-based cable was located on the device during the disassembly process. The device was forwarded to the manufacturer's product investigation laboratory for further testing. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was visually inspected and it was observed that there was sound abatement degraded foam on the outside bottom of the blower box and bottom enclosure of the device. The service technician used a known good pil supplied humidifier and heated tube to test the function of the device. The device's heater plate and heated tubing did heat when tested. It was confirmed there was a thermal event on the humidifier harness connector and pca at j9. Secondary findings include potential corrosion on the pca and mineral deposits on the blower box and on the bottom of the blower motor indicating possible water ingress. There was dust like contamination on the air inlet, pca, blower box and inside enclosure. The user interface knob was broken, and the air inlet filter was missing. Lastly, the level 5 led indication cr17 was inoperative. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.